Event description:
Meter is reporting inaccurate results. The meter reported a result of 95 mg/dl compared to the paramedic's results of 30 mg/dl. Customer asked to return meter for further evaluation, and a replacement was provided.